Event description:
The facility representative reported a colleague infusion pump which experienced failure code 807:05, channel a 1. It is unknown when this condition occurred. Device evaluation confirmed the reported condition, which interrupted delivery. There was no patient injury or medical intervention necessary according to the hospital representative. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 807:05. The root cause was determined to be a defective pump head module. The pump head module was replaced to resolve this issue. A follow up report will be submitted if additional information becomes available.